Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the guidewire tip was detached. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The manufacturing record was reviewed and found no irregularities. Omsc could not identify the root cause of the event. However, omsc assumes that this event occurred due to the following mechanism. T-he distal tip was deformed for an unspecified reason. An adhesive between the distal tip and the basket wire peeled. -the distal tip was detached and fell off. The above device handling has warned in the instruction manual as follows. *when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. *insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument.

Event description:
During a lithotrity, the subject device was used. After the user crushed the calculus in the bile duct, the distal tip of the subject device detached from the lithotriptor during retraction. The fragment was lost in the duodenum. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the distal tip.